Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Hurt - inside mouth [oral pain]. Brush head fall off - oral-b [device breakage]. Case narrative: consumer via phone reported that the toothbrush head fell off while brushing teeth. No serious injury was reported.